Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug (ask ed, unk n/a at asked, unk n/a) via an implantable pump for postlaminectomy pain and spinal pain indications. It was reported that patient stated for about a year the pump came loose and was protruding and can see bulge. When sitting at the table, the pump will catch underneath the ledge of the table and rub. Then states "the pump is protruding" and he can see the bulge. Patient stated they has to have the pump replaced due to end of service (eos) soon anyway and was wondering why they can't replace the pump at the time instead of just doing a revision. Patient has an appointment on the 14th to get the pump refilled and will follow up with the managing physician. Troubleshooting was not required. The issue was not resolved as troubleshooting was not needed. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.